Event description:
Health care facility called to complain that the device was not reading the calibration strip. Troubleshooting by phone confirmed this. The device was replaced and the defective returned for investigation.